Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service repair technician reported that the oxygen sensor was not functioning properly on the electronic pt gas system (epgs). There was no pt involvement. Investigation in progress, but not yet completed.